Event description:
It was reported by service report that the stretcher brakes are not holding to specification, the base weldment is damaged to the point of compromising the structural integrity of the stretcher and the stretcher is unable to roll. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster, drive link assembly, base weldment, extensive damages. The service tech also gave the customer a professional recommendation to discontinue use of and discard unit.